Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Talar component star total ankle.

Event description:
It was reported that the patient was revised to a in bone total ankle. It was also noticed that the alignment has changed some. The x-rays show this medial escape of the poly and the talar component "butting against this screw in his malleolus. All the components were explanted.

Manufacturer narrative:
Evaluation revealed the talar component star total ankle to be subject products. Both, tibial component and sliding core are regarded to be associated products. Due to lack of information regarding catalogue number and lot code the DHR for the talar component could not be reviewed. In the case presented a male patient had been treated with a scandinavian total ankle replacement (star) approx. 4 years ago ((B)(6) 2011) for right total ankle arthroplasty with star implant. The progress notes ((B)(6) 2014) states a subluxation of the medial components and that the portion of the medial malleolus may be broken inferiorly. Follow up examination in one year with repeat x-rays. The progress notes ((B)(6) 2015) states medial escape of poly and talar component butting up against the screw in the malleolus. The received talar component do not show evident damage. Implant loosening in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Based on the above information event was not related to a deficiency of the device. Implant loosening / removal is listed in the IFU as an adverse effect.

Event description:
It was reported that the patient was revised to a in bone total ankle. It was also noticed that the alignment has changed some. The x-rays show this medial escape of the poly and the talar component "butting against this screw in his malleolus. All the components were explanted.